Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display but customer continued using it. Blood glucose level at the time of the incident was 160 mg/dl. The following morning, customer's blood glucose rose to 468 mg/dl and had to go the hospital. Customer was treated via insulin on the vein and was released on the same day. During troubleshooting, the customer stated the battery compartment of the insulin pump had damage and the battery cap as well. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit was received with a severely cracked and bleeding lcd glass. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and dat test cracked and bleeding lcd glass. Unable to verify for blank display or perform the insulin pump history download and carelink download due to cracked and bleeding lcd glass. Unit had minor/deep scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and broken reservoir tube lip. The display window was also cracked and pushed in.